Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The fse advised the customer to make sure that the lines on the bottom and top sides of the wash heater were secured and the tie wraps were snug. He also advised that they ensure the valve on top of the heater was secured properly. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the wash heater tubing was not properly secured.

Event description:
On (B)(6) 2015, a customer reported error 3022 leak sensor s702 detected on the aia-360 instrument. The customer is unable to run patient samples on cardiac troponin I (ctnl2). On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.